Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they experienced high blood glucose level. Customer¿s blood glucose level was 524 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer was explained with auto mode feature that the feature could take time to adjust the insulin as per customer¿s need. It was unknown that the insulin pump was set to auto mode feature at the time of incidence. Customer was encouraged by helpline to call back for troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).